Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The tip of the electrode melted intraarticular. Used same like product to complete the shoulder arthroscopy procedure. Procedure was delayed 3 mins. The following additional information was received via e-mail from the affiliate on (B)(6) 2015: foreign matter did fall into the patient and it could be removed. The patient was not burned nor harmed in anyway.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed that the device had signs of melting on the manifold between 4-8 o'clock positions of the tip. This damage to the tip would lead the electrode to stop working, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. The electrode was not tested to avoid further damage to the tip. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed two dis-similar complaint from this lot of devices released for distribution. The complaint rate was observed to be 0.047% which is well within the acceptable rate of 0.1%. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.